Event description:
It was reported that this pacemaker device was explanted due to a suspected premature battery depletion. The right ventricular rv lead was explanted at the same time due to dislodgement, high, out of range pacing impedance (greater than 2,000 ohms) and high thresholds. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device has been returned, and analysis is pending. Once analysis is completed a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was explanted due to a suspected premature battery depletion. The right ventricular rv lead was explanted at the same time due to dislodgement, high, out of range pacing impedance (greater than 2,000 ohms) and high thresholds. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. Detailed testing isolated the high current condition to an anomaly of the transistor gate oxide within the analog pacing block. The oxide glass layer is intended to serve as a non-conductive insulator, but unintended metal impurities in the glass layer can create an inappropriate conductive pathway between two adjacent conductive metal layers. Also, because these layers are very thin, empty voids or bubbles within the glass can provide a pathway for current leakage if sufficient voltage is applied to the conductive layers on either side of the void. This pathway can be latent with miniscule current leakage. Over time, voltage stress can increase current leakage, which may alter component/device function, increase overall current drain, and deplete the battery prematurely. Boston scientific has worked with integrated circuit manufacturers to implement continuous manufacturing improvements over time to reduce oxide defects, such as improving purity of the materials used, tightening manufacturing clean room particle count specifications, and improving handling and inspection techniques. The supplier implemented a hydrochloric acid (hcl) rinse to their manufacturing process in december 2015. However, medical device manufacturers are subject to the inherent limitations of current integrated circuit technologies. Additionally, a test was added to the manufacturing process to identify issues prior to the release of product.